Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. The 1.2 x 8 mm mini trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The protective sheath was easily removed and the mini trek was advanced without issue. During the first inflation to 2 atmospheres (atm), the balloon ruptured. The mini trek was removed without resistance and a non-abbott balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances or exceptions that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.